Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced an "electrical fault alarm' a week after implantation. Patient servicing history did not reveal any previous servicing or reported events as it relates to the reported event. Additionally, review of the driveline manufacturing records did not reveal any non-conformances or deviations which relate to the reported event there were no adverse events reported as result of current event. The driveline connector was evaluated by the manufacturing representative which confirmed the reported "foreign material' event in the driveline connector resulting in the cleaning of the driveline connector and a controller exchange. The controller was returned to the manufacturer for evaluation which confirmed the reported "electrical fault' event. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use (ifu00001, rev. 21 & ifu00199, rev. 04): provide instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller. Note that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller - (B)(4)/ 1403us - expiration date: 12/31/2014 - device manufacture date: 12/01/2013. (B)(4).

Event description:
It was reported from the united states that a patient experienced "electrical fault' alarms on (B)(6) 2014, which was one week after device implantation on (B)(6) 2014. Preliminary analysis of controller log files confirmed the presence of the alarms. The hospital staff stated that electrical fault alarms became more frequent with patient movement. A manufacturer's representative traveled to the site to assess and troubleshoot the device. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis and the driveline cable remains implanted in the patient. There was no reported patient injury as a result of this event.